Event description:
During the cecal biopsy procedure, a radial jaw 3 biopsy forcep was used. The forcep was inserted into the channel. The technician stated that she felt the device 'spring back' and met some resistance and then it felt like it popped open. She was unable to pull it forward or back, it would not close. They were able to remove the forcep from the scope but the tip was left inside the scope. The forcep was not opened. One half of the biopsy jaw is lodged in the biopsy channel and was inside the scope. The scope was withdrawn and a new scope and new forcep were placed. This time physician was unable to find the polyp; therefore, the pt would need to have the second procedure. The procedure was not scheduled at the time of complaint reporting. The forceps were not damaged prior to the procedure. It was estimated that this event caused approx one hour delay in the procedure. The pt's condition is reported to be "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the MFR and expiration dates cannot be determined. The suspect device has been returned, but the device evaluation is not complete. The cause of the reported event has not been determined.